Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011512, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011512 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 04-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5a05114 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-feb-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 5a05115 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-feb-2025, with a total of (B)(4) units. The sub-assembly, bun of the lot 5a05457 was manufactured according to the wi version 38 and manufactured in the machine 05-06, on 03-feb-2025, with a total of (B)(4) units. The sub-assembly, bun of the lot 5a05456 was manufactured according to the wi version 38 and manufactured in the machine 05-06, on 03-feb-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a03847 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 29-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a06189 was manufactured according to the wi version 42 and manufactured in the machine 08, on 01-feb-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m00060 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 08-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a05973 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 31-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a00999 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 17-jan-2025, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m01579 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 12-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 5a03843 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 26-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025 which led to high blood glucose level. No further information available.